Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 24. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.